Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and moderately calcified obtuse marginal branch. The 2.00x15mm apex monorail balloon was being used for pre-dilatation and crossed the lesion with no problem. The balloon was inflated to fourteen atmospheres for thirty seconds on the first and second inflations. On the third inflation the balloon ruptured at fourteen atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.